Manufacturer narrative:
The country of origin is (B)(6). The previous calibration and qc results were acceptable. The field service agent taught the customer technical team how they could improve the sample processing and operational maintenance. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys hcg test system results from the cobas e 411 rack immunoassay analyzer. The initial testing did not give a numeric result but had an alarm indication a clot in the sample. The rerun result was 169.9 mui/ml, with a data flag and a 1:100 dilution, which was reported outside of the laboratory. On (B)(6) 2019 the rerun result was 2.74 mui/ml with a data flag. It was unknown if the questionable results were reported outside the laboratory. The reagent lot number was 37537001 with an expiration date of 31-mar-2020.